Event description:
I was turning the room over after a case. I was removing a full suction canister and it blew up - squirted in my face - possibly eyes, arms and body. I showered and used the eye wash station. My charge nurse sent me to (B)(6). Patient source was (B)(6) and (B)(6) negative. Employee record showed hbv series completion and + titer history. No further action.

Manufacturer narrative:
No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Without the sample, no positive conclusion can be made regarding the cause of the customer concern.